Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. Follow up with the clinic manager (cm) revealed that the leak occurred less than two minutes into the patient¿s treatment. The blood leak was visually observed in the dialysate compartment of the device and in the arterial hansen port. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. The cm stated the use of a blood test strip wasn¿t needed as the blood leak was visible. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 to 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be sent back for evaluation as it was reportedly discarded.